Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: the harmonic ace instrument was inspected prior to use, and no damage was observed. When the event occurred, the surgeon was performing dissection of tissue. The surgeon believed that the cause of the instrument breakage was related to concentrated heat. The instrument was in use for approximately 20 minutes, and no abnormalities were detected with the functionality of the instrument during the surgical procedure. No collision occurred between the instrument or other hard materials. The instrument was not removed prior to the fracture. No resistance was encountered while removing the instrument through the cannula. There was no damage noted to the cannula after the event occurred. The fragment was retrieved by the first assistant. It was verified that the fragments retrieved matched, and there were no missing pieces known. No additional surgical procedure was required to remove the fragments. There were no postoperative tests, such as an x-ray or ultrasound, performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument is available for return; however, the fragments were discarded.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.408" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after approximately 20 minutes of use of the harmonic ace, the tip of the ultrasonic scalpel suddenly fractured. The machine provided no alerts or warnings during its operation, and the ultrasonic scalpel tip did not collide with any other instruments while in use. The fractured tip fragments were promptly retrieved. The procedure was completed.

Manufacturer narrative:
The harmonic ace has not been received for failure analysis evaluation. A review of the provided image was performed the curved blade is broken off from the distal end of the harmonic ace.